Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Additional information: d4 device information updated. H4 device manufacturer date. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: perfusor space, article number: 8713030, serial number/batch: (B)(6), software version: 688n030004, hours of operation: 8327, further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified (B)(6) 2024 as the date of the incident. On (B)(6) 2024 at 13:01 an ops 50ml syringe was selected. The syringe was filled to approx. 13,4ml. Time set was 24hours and 23 minutes entered. A flow rate of 0.24 ml/h was calculated as a result. However, the flow rate was manually re-entered by the user to 0.6 ml/h. The therapy was started with a flow rate of 0,6ml/h at 13:03. The therapy was briefly interrupted once by the user at 13:39 and resumed 2 minutes later. The therapy was terminated by user after vtbi near end alarm at 22:21. The therapy therefore ran for 9 hours and 18 minutes. 5.56ml were infused in total. No abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows normal signs of use. The contacts of the p2 plug are mechanically damaged. Otherwise, no other damage is visible. Functional inspection: a functional test was performed. The device passes the self-test. A ops 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0.41%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: it is recommended to change the p2 plug.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: the medication ran too fast, even though it was set correctly. It was started on (B)(6) 2024 around 11 am and was empty by 6 am, even though it was supposed to run for over 30 hours.